Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's display was blank. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, it was found that the motor blower assembly was blocked and not moving freely. The motor blower assembly was replaced to address the issue. Additionally, calibration was performed and was successful.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's display was blank. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.